Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: baker's grade ii capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient had a 300cc mentor memorygel breast implant placed for a breast augmentation and experienced baker¿s grade ii capsular contracture post procedure. The product was stated to have not been completely intact, indicating rupture. The device was replaced with another 300cc mentor memorygel breast implant. The event date, implant date, and explant date are all being reported as (B)(6) 2019 as this is the only information available. However, it is believed that the device was implanted at an earlier date based on the diagnosis of baker¿s grade ii capsular contracture. Additional information is not available at this time, if additional information is made available in the future, then a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received on 09/09/2019. The patient did not experience the capsular contracture initially reported. The explanting surgeon could not identify capsular contracture. Patient code 1761 is being removed from the complaint file. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on april 17, 2020. Device evaluation summary: during visual inspection of the device no apparent damage was found. The device was weighed and found within specifications. Unfortunately, after a thorough analysis we were unable to confirm the reported event. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
An assessment of the complaint was performed on 6/14/2019 and it was determined that the device failure originally reported as a rupture was not accurate. It was stated that the device was received was not filled completely. On 6/25/2019 additional information was received that confirmed that the device was not ruptured. Additionally, this information stated that the device did not contact the patient and was noted prior to use. Is required intervention: uncheck. Is adverse event: uncheck .the mentor failure analysis lab received the device for evaluation on 8/5/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer reference number: (B)(4).